Manufacturer narrative:
Product event summary: the controller ((B)(4)) was returned for evaluation. The pump ((B)(4)) was not returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis of the returned controller revealed that the controller¿s power port 1 and power port 2 connectors were loose. As a result, the reported loose power ports were confirmed. Functional testing also revealed that the controller's liquid crystal display (lcd) was not functioning as expected; pixels were missing horizontally throughout the display. The lcd display module was replaced with a known working one and the results revealed that the controller was able to display all pixels correctly. As a result, the reported faulty display was confirmed. Additionally, it was observed that the serial port data cap was missing. This observation is not related to the reported event and is likely due to the handling of the unit. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of log files did not reveal any vad stop alarms within the analyzed period. As a result, the reported vad stop was not confirmed. Analysis of the data log files also revealed several premature power switching events that were due to communication errors and momentary disconnections. As a result, the reported power switching event was confirmed. The most likely root cause of the reported premature power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation evaluated momentary disconnections. Based on an evaluation conducted under an internal investigation, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the reported display issue can be attributed to a faulty lcd display module. A supplier investigation investigated defective lcd displays. Additional products: controller (B)(4) device available for evaluation: yes, return date: 2018-06-25, device evaluated by MFR: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - controller 1.0 controller 1.0/ b)(4)/ model #: 1407gb/ catalog #: 1407gb/expiration date: 2015-09-30, UDI #: (B)(4), mfg date: 2014-09-30, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a loose power connector port and was power switching. It was also reported that a ventricular assist device (vad) stop event occurred. The controller will be exchanged and a vad driveline sheath repair was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one row of the controller light emitting diode (led) display was missing and that neither the ventricular assist device (vad) driveline sheath nor the previous repairs were damaged. A vad driveline sheath repair was not conducted. No patient complications have been reported as a result of this event.